Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three years ago. Aneurysm and vessel morphology were not reported. It was reported that the patient was in for a routine follow up appointment when a type iii (fabric) endoleak was observed. The patient was successfully treated that same day with another manufacturer¿s stent graft. The physician does not know the cause of the endoleak. No additional clinical sequelae were reported and the patient is fine. A review of several returned cta slices (photo's) showed what appeared to be a type iii fabric endoleak near the mid-length of the stent graft, coming from between the stents. There also appeared to be possible slight expansion of one of the stents near the endoleak location. The stent graft is not very angulated in the area of the endoleak; no stent overlapping seen. The cause of the endoleak could not be determined from these limited films.

Manufacturer narrative:
(B)(4). Evaluation method: (film evaluation). Evaluation results: inherent risk of procedure (endoleak). (Unknown cause of endoleak). Evaluation conclusion: (unknown cause of endoleak). Known inherent risk of a procedure (endoleak).